Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 36:416:227:0000 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 36:416:227:0000 occurred. This condition has the potential to cause an interruption of delivery. The event occurred upon power up in the surgery department. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no further complaint information available. The user interface module master software version is currently unknown.